Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received for investigation. A follow up report will be submitted with evaluation results should the product be received.

Event description:
The customer reported during propofol, remifentanyl and i.v. Fluid infusion, the extension set leaked at the trifurcation; the point where the 3 lines come together. There was no patient harm or medical intervention. The customer stated that no additional event or patient information is available.